Event description:
The customer reported that on (B)(6) 2011 an erroneous, repeat free total thyroxine (frt4) result which was within the normal reference range and which did not match the patient's clinical history, was generated on a unicel dxl800 access immunoassay system for one patient sample. The initial frt4 result was repeated on the same instrument and generated a higher result that did not match the patient's clinical picture. The initial result was regarded as valid and reported outside of the laboratory. The suspect repeat result was not reported outside the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Subsequent retests of the patient sample on the same instrument yielded lower results both below and within the normal reference range that better matched the patient's clinical history. Beckman coulter inc. Assessment of customer supplied data indicated that all three levels of instrument frt4 quality control results recovered within the customer's established specification range during the timeframe of the event. No other patient results were question by the customer. The sample was drawn into a plastic serum tube and centrifuged prior to testing. The sample was processed at a satellite facility. The sample was no more that 24 hours old at the time of testing and was retained at room temperature. The sample was analyzed from the primary tube and was not re-centrifuged prior to analysis.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) adjusted the ultrasonic voltage for reagent pipettor #1. The fse replaced the transducer for reagent pipettor #3 as the voltage would not adjust. All repairs were verified per established procedures and all results met published performance specifications. Upon the completion of the necessary and verified repairs the instrument was returned into operation. A definitive root cause has not been determined to date for this event.